Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 125: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod). Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: (B)(4) (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
Patient's pod alarmed while wearing the pod between 1 and 4 hours, thus, halting insulin delivery. Blood glucose levels reached 900 mg/dl. In addition to pod alarm, his personal diabetes manager (pdm) emitted an error and required a reset. In order to reset the pdm, the patient required specific numbers from physician. However, physician's office was closed; therefore, patient went to hospital's emergency room (e.r.). While at the ER, a physician was able to provide patient with required pdm information in order to reset pdm. Patient did not provide details on what, if any, treatment was administered. Patient advised that "hospital was able to get bgs down," and "they just waited for bg levels to decrease, but did not provide specifics on how."